Event description:
It was reported that a physician implanted an x-stop device into a pt. Reportedly, the pt experienced an "unsuccessful x-stop procedure" and the preoperative symptomatology remained the same. In the fall 2007, the pt consulted with the physician and received a second epidural injection. No additional info was reported.

Manufacturer narrative:
Device not returned, f/u conversation with company rep.